Manufacturer narrative:
(B)(4). The reported mechanical jam was confirmed based on the observed knotted lock line found during analysis of the returned device. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Review of the complaint history identified no similar incidents reported from this lot. The reported mechanical jam was due to the observed knotted lock line; however, a definitive cause for the how the lock line became knotted could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the stuck lock line. It was reported that this was a mitraclip procedure to treat grade 3 to 4 functional mitral regurgitation (mr). The leaflets were grasped and the mitraclip ntr was ready to be deployed. Approximately 50 cm of the lockline was retracted but it then became stuck. The grasp was released and the undeployed mitraclip was removed from the anatomy. A new mitraclip was used to complete the procedure reducing mr to grade 1. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.